Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device¿s screen was streaked; the writing becomes illegible making the product unusable despite normal operation. The unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s screen was streaked, the writing becomes illegible making the product unusable despite normal operation. There was no allegation of patient injury.